Manufacturer narrative:
The reservoir does stay locked in place. No damage to reservoir retainer noted. Device received with cracked case corner of the belt clip rails near the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was not able to lock in the insulin pump. The customer¿s blood glucose was 104 mg/dl at the time of the incident. It was reported that the customer was checking broken belt clip but noticed a crack at the railing to the corner of the bottom of the insulin pump. The insulin pump's reservoir lip ring was not damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.